Manufacturer narrative:
(B)(4). Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the multiple valve crimping and post deployment dilation with extra volume was the likely cause for the observed central ai. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario.

Event description:
Post transapical deployment of the 29mm sapien xt valve in the mitral position, there was stable yet wide open mitral regurgitation. The patient was scheduled for an off-pump CABG x 3, transapical tavr and transapical tmvr. The CABG and tavr were both completed without incident. The 29mm sapien xt valve was prepped for native mitral implantation. Due to imaging angle issues, it was not completely certain where deployment should occur. Using tee and a wire in the circumflex coronary artery, the valve was implanted into the mitral annulus without immediate issue. 30 seconds after deployment, severe pvl was noted on tee and fluoro showed the valve embolized into the atrium. The decision was made to convert to open repair. The physicians decided to implant the same valve under direct visualization antegrade thru the left atria while on bypass. The original valve was washed with heparinized saline due to hemoglobin staining and checked for defects including leaflet function. All appeared normal. The valve was crimped onto the same ascendra+ delivery system and deployed directly into the mitral annulus. Valve function appeared good and the patient was started to be weaned off bypass. It was noted on tee, the valve once again embolized into the atrium. The same valve was removed and crimped a third time on same delivery system and implanted under direct visualization. A few sutures were sewn into the valve to keep it in position. Once again, the patient was weaned off bypass but valve embolized again into left atrium (la). The valve was removed and crimped a fourth time on the same delivery system and implanted with two additional cc's of volume in the inflation balloon. The valve was stable and the patient's la was closed. It was noted on tee the valve was stable but had wide open mitral regurgitation. The team believed it was caused by all the crimping. While attempting to transapically implant a second 29mm valve slightly more ventricular, during wiring of the first valve it embolized. The second valve was discarded. The decision was then made to implant a surgical valve. The field clinical specialist (fcs) left operating room and was notified the next morning that the patient had expired.